Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015 information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. (B)(6) 2015, exact date not provided.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips were scissoring, some were spitting out of the device, and some would not squeeze flat; deployed pear-shaped. Case completed with another device of the same product code. There were no patient consequences reported.